Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. One day after onset of the peritonitis, the patient was hospitalized for the event. The same day as onset, the patient was treated with intraperitoneal injection of vanlid 1gm, "state", and intravenous injection of tazopip 4.5 gm twice a day. At the time of this report the patient outcome was unknown and antibiotic therapy was ongoing. The patient was discharged on an unknown date. Dianeal therapy was ongoing. No additional information is available.